Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686 (software version: 2.1.0). Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the during the clinical case the site was having issues with navigation and images transferring over. The site was able to transfer over the images from the medtronic imaging system, but when navigating they were in the wrong area that was preferred. The site had resent the images, checked for frame movement, and re-verified instruments. The site opted to abort navigation. There was a 5-10 minute delay in the case, and there was no impact on patient outcome.